Event description:
It was reported that the rv lead impedance measurement continues to be high, but stable unit around 2019 ohms. Technical services (ts) noted that the r-wave amplitudes range from 9 mv to less than 1 mv. Ts further observed that this variation has been occurring since implant. Ts suggested if a procedure does occur that connection is verified and the lead is tested with a pacing system analyzer (psa). At this time the pacemaker the rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).